Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A male patient underwent aaa repair in 2008. The patient's anatomy was suitable for endovascular therapy. The top stent was fully deployed before cannulation of the contralateral limb. After deployment of the main body, blood leaked heavily from the hemostatic valve of the main body upon removal of the grey positioner. (1820334-2008-00736). The same applied to the contralateral and ipsilateral (1820334-2008-00738) iliac leg delivery systems. Total hemorrhage volume was 200ml. No blood transfusing was performed. Patient status is unknown at this time.